Event description:
The customer reported that the system did not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem. There was no repair required.